Event description:
Operating room reports that while using a lithovue single-use digital flexible ureteroscope, the picture blanked, showing a red circle with a line through it over the stylized image of the lithovue scope. The scope was inside the patient, with the camera working end of it inside the patient's right kidney, providing an image of its interi operating room. The scope was unplugged and plugged back in. All connections were found to be secure. A replacement scope was opened with a return of camera image. Surgeon continued procedure with minimal delay.